Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. Therapy has been running for about 7 hours. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34 percentage. Currently the flow rate and inlet pressure (ip) are within specification. Had nurse push on the pad connection to confirm it was securely connected. Provided direct cell phone number to call back if the flow rate drops or alarm returns.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was confirmed use related as the flow rate issue was resolved after they reconnected the neonate pad. Sample was not available for evaluation. The root cause identified is "misconnection of supply and return lines". The labeling is found to be adequate as the instructions for use states: - attach the pad¿s line connectors to the fluid delivery line manifolds. - see arctic sun temperature management system operators manual and help screens for detailed instructions on system use. - if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l per min. A DHR review was not required because the investigation was confirmed use related. Based on the results of the investigation, no additional actions are needed. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. Therapy has been running for about 7 hours. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34 percentage. Currently the flow rate and inlet pressure (ip) are within specification. Had nurse push on the pad connection to confirm it was securely connected. Provided direct cell phone number to call back if the flow rate drops or alarm returns. Per follow up information received via task on 03oct2025, spoke with nurse who stated the flow rate continued to dip and cause the device to alarm. They reconnected the neonate pad and that seemed to resolve the issue. There had seemed to be a lot of bubbles in the pad tube before reconnecting it. The flow rate stayed above 1.0 the remainder of therapy.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. Therapy has been running for about 7 hours. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 34 percentage. Currently the flow rate and inlet pressure (ip) are within specification. Had nurse push on the pad connection to confirm it was securely connected. Provided direct cell phone number to call back if the flow rate drops or alarm returns. Per follow up information received via task on 03oct2025, spoke with nurse who stated the flow rate continued to dip and cause the device to alarm. They reconnected the neonate pad and that seemed to resolve the issue. There had seemed to be a lot of bubbles in the pad tube before reconnecting it. The flow rate stayed above 1.0 the remainder of therapy.

Manufacturer narrative:
Correction: b, d, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.